Event description:
It was reported that the customer had high blood glucose levels (222 mg/dl). She is using humalog and has not changed her cartridge for 3 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog.